Event description:
It was reported that this lead, implanted in the right lower ventricular septum, dislodged two days post implant procedure. Surgical intervention was performed with the intent to reposition the lead. The lead was repositioned on the ventricular septum side, with stable parameters observed; however, the lead continued to dislodge repeatedly. As a result, the lead was positioned in the apex of the heart, and the procedure was successfully completed. Consequently, another dislodgment occurred, necessitating another surgical procedure. Additionally, the physician noted that it seemed as if the lead could not properly fixate in the myocardium, and the helix mechanism appeared to be distorted. This time, the lead was explanted and replaced with lead of a different model. No additional adverse patient effects were reported. This lead is not anticipated to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead, implanted in the right lower ventricular septum, dislodged two days post implant procedure. Surgical intervention was performed with the intent to reposition the lead. The lead was repositioned on the ventricular septum side, with stable parameters observed; however, the lead continued to dislodge repeatedly. As a result, the lead was positioned in the apex of the heart, and the procedure was successfully completed. Consequently, another dislodgment occurred, necessitating another surgical procedure. Additionally, the physician noted that it seemed as if the lead could not properly fixate in the myocardium, and the helix mechanism appeared to be distorted. This time, the lead was explanted and replaced with lead of a different model. No additional adverse patient effects were reported. This lead is not anticipated to be returned. Later, this product was received by boston scientific and full investigation was conducted.